Event description:
The customer reported a timing error on the precharge circuit. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A lemo plug was ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.